Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy bag and abdominal pain. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The following day, the patient was treated with ceftazadime 1.5 gram ip daily for peritonitis. At the time of this report, the patient remained hospitalized and the outcome was ongoing and improving. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers h14d22018, h14d13033, and h14c07029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.